Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that unit screen is blank. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the kangaroo pump unit power is on; however, nothing appears on the screen. There was no patient harm reported and no change in patient therapy.